Event description:
It was reported that this pacemaker was unable to be interrogated successfully. Technical services (ts) was consulted and suggested patient to work with clinic to verify rf settings in implanted device. The device remains in service. No adverse patient effects were reported.